Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. The sjm representative met with the patient and reprogramming was able to provide coverage for her painful areas but was unable to eliminate her unwanted coverage. Follow up identified that the patient is receiving effective stimulation but the stimulation irritates her sciatic nerve more than relieving the back pain. The patient's physician recommended to have the scs system removed, however, the patient does not want her scs system removed.